Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5130962. Product family: scs-linear leads, upn: m365sc2352700, model: sc=2352-70, serial: (B)(6), batch: 20984418.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned.